Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the iliac vein using pod packing coils (pod pc). During the procedure, the physician successfully placed four ruby coils using a lantern delivery microcatheter (lantern). The physician then attempted to place a pod pc, however the pod pc unintentionally detached within the vessel. Therefore, the physician used a snare device to remove the pod pc. The procedure was then completed using a new lantern and additional ruby coils. There was no report of an adverse effect to the patient.